Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. The broken piece, measuring approximately 3.10 mm x 2.94 mm, was not returned with the instrument. Due to the missing grip tip, a detached fragment is observed and was not returned with the instrument. The instrument was found to have a broken conductor wire at the distal end. The break on the conductor wire is located at the molded insulator. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire show damage. The instrument will be transferred to engineering for further investigation. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's jaw was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis (fa) team confirmed initial findings. The instrument was transferred to design engineering for further investigation of the broken molded insulator failure mode, and the grips were disassembled from the instrument for further inspection. Upon disassembly it was found that the grip with the unbroken molded insulator was bent slightly.

Event description:
Refer to h11 for follow-up information.